Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead capture threshold increased to around 5.0 v, 1.0 ms in the unipolar and bipolar configurations and sensing decreased to 4.0 mv. The lead was capped and replaced.